Event description:
Surgeon reported a patient was implanted with a retrograde femoral nail, a spiral blade, an end cap and 4 screws on an unknown date. The patient was returned to the o.r. On (B)(6) 2012 for removal of the implants followed with amputation. This report is #3 of 7 for the same event.

Manufacturer narrative:
Additional narrative: investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.